Event description:
It was reported the patient has not recharged the scs system since september 2013. As a result, the ipg is unable to communicate with the charger and the patient is without stimulation. An error message is displayed on the patient programmer. Follow up identified the charger was fully charged; however, connection could not be established with the ipg. An x-ray was taken. Injections and rf treatments will be the next course of action. A physician consult regarding an ipg replacement may occur at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.